Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.5x28mm synergy drug-eluting stent (des) was deployed for treatment. However, the stent ended up accordioning. The physician placed a second 2.75x16 synergy des and the procedure was completed. There were no patient complications nor injuries reported.